Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment prior to discovering the leak. The patient reported also receiving a make sure heater bag is on heater tray message during fill 1 of 5 of their treatment. It is unknown at which point in therapy the leak may have begun. It is unknown whether or not the fluid leaked from the solution bag or the liberty cycler set. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment on the top cover and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette. The cycler underwent and passed a system air leak test, balloon valve actuation test, and a patient sensor calibration check. An ast was performed and passed with no further alarms or issues. There were no fluid leaks found in the test cassette. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid behind mushroom heads a and b and on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment prior to discovering the leak. The patient reported also receiving a make sure heater bag is on heater tray message during fill 1 of 5 of their treatment. It is unknown at which point in therapy the leak may have begun. It is unknown whether or not the fluid leaked from the solution bag or the liberty cycler set. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment prior to discovering the leak. The patient reported also receiving a make sure heater bag is on heater tray message during fill 1 of 5 of their treatment. It is unknown at which point in therapy the leak may have begun. It is unknown whether or not the fluid leaked from the solution bag or the liberty cycler set. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment prior to discovering the leak. The patient reported also receiving a make sure heater bag is on heater tray message during fill 1 of 5 of their treatment. It is unknown at which point in therapy the leak may have begun. It is unknown whether or not the fluid leaked from the solution bag or the liberty cycler set. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.